Event description:
It was reported the pt was experiencing persistent pain at her ipg site. The pt experienced the pain even when her stimulation was off. It was noted the pt's ipg seemed superficial. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.